Event description:
It was reported that a pt had complications subsequent to having pubo-vaginal sling being placed. The symptoms included: vaginal bleeding, vaginal discharge, odorous discharge, vaginal and abdominal pain, generalized pain, lower back pain and fatigue, pt was diagnosed with having chronic vaginitis due to the implant/sutures (by another physician). It was later discovered that a portion of one of the instruments had separated and remained in the pelvic space. The tip of the device that remained was later expelled from the vaginal canal in november 2001. This device has not been returned for evaluation. Therefore, no failure analysis is available. "A lot could not be performed due to the lot number was not provided." Additionally, without evaluating this device co can not determine if the device met specifications. User technique and/or pt anatomy could have contributed to this event. However, co is unable to determine the relationship between the device and the cause of the event.